Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation method - 86 (other): work order search results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn and one haptic bent. The lens was returned with dried surgical residue on the lens surface. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The facility returned a damaged cq2015a collamer aspheric three piece lens to the manufacturer. The facility indicated the lens was not used. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.